Event description:
Same case as MFR's # 6000089-2004-00703, 6000093-2004-00698, 6000093-2004-00699, 6000093-2004-00700, 6000093-2004-00701, 6000093-2004-00702. Please reference 6000089-2004-00703 for details of events leading up to this narrative: thirty two hours following a coronary drug eluting stenting treatment procedure, the pt expired. The pt was taken to the cath lab in 2004 "in extremis", with dopamine and neo-synephrine IV infusions in progress, for management of cardiogenic shock. The pt had been deemed, on several occasions, not to be a candidate for surgical revascularization. Following administration of supplemental heparin, the distal and proximal lesions in the circumflex were predilated with a cross sail 2.5 x 15 mm balloon at 8 atms for 15 and 20 seconds. A taxus express2 2.75 x 20 mm drug eluting stent was deployed in the distal medial circumflex artery at the origin of the posterior descending branch at 9 atms for 20 seconds. A taxus express2 2.5 x 20 mm drug eluting stent was then deployed in the origin of the obtuse marginal lateral circumflex branch and a taxus express2 3.0 x 3.2 mm drug eluting stent was deployed in the medial circumflex at the origin of the obtuse marginal branch. These lesions had been predilated. The om branch stent was deployed at 9 atms for 15 seconds. The circumflex stent was deployed in a "crushed stent" fashion across the bifurcation of the om at 9 atms for 20 seconds. The cross sail 2.5 x 15 mm balloon was maneuvered across the origin of the om and inflated at 20 atms for 45 seconds across the 3 layers of stent fabric at the origin of the om. A taxus express2 3.5 x 20 mm drug eluting stent was deployed at 14 atms for 30 seconds, more distally in the medial circumflex overlapping the stent previously placed at the origin of the pd branch. A taxus express2 3.0 x 8 mm drug eluting stent was deployed between the stent at the om bifurcation and the stent placed more distally in the medial circumflex at 18 atms for 15 seconds. A second inflation of 20 atms for 20 second was performed with the delivery device balloon at the point of the overlapping stents. A taxus express2 3.5 x 20 mm drug eluting stent was then deployed across the origin of the lad, to the left of the ostium, jailing the lad and displacing the retained catheter fragment (from the original taxus stent placed 2 days ago) to the lateral edge of the lm coronary artery. Another inflation was performed more proximally at 20 atms for 20 seconds. Improved hemodynamic status was noted following successful revascularization of the circumflex and its major branches. However, within 24 hours of the procedure, the pt developed progressive hypotension. Echocardiography demonstrated severe depression of ventricular function with an ef of - 10%. Multiple defibrillations were required for episodes of ventricular tachycardia and fibrillation despite amiodarone and lidocaine administration. Despite maximal efforts, the pt expired approx 32 hours after this procedure.